Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that imaging system moved outside of or room. Could not get to scan. Having issues and sudden shutdown. Fixed after reboot. There was no patient involvement.

Manufacturer narrative:
(H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found that unit was left unplugged for several hours and was left on for more thank 24 hours after being plugged in. After they did a restart, everything is working normal. Manufacturing representative checked it out and couldn't get the problem reoccur. Talked to the techs and informed them it has to stay plugged in and turned off when not in use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000162: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.